Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device fg quantum maverick, mr 3.0mm x 8mm was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified on the hypotube shaft, 84cm distal to the distal end of the strain relief with multiple kinks present. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage and no kinks or damageson the shaft polymer extrusion. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 8mm quantum? Maverick? Balloon catheter was advanced for use. However, during the procedure, the device fractured at the weld interface when being pushed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1 - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 8mm quantum? Maverick? Balloon catheter was advanced for use. However, during the procedure, the device fractured at the weld interface when being pushed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 8mm quantum? Maverick? Balloon catheter was advanced for use. However, during the procedure, the device fractured at the weld interface when being pushed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6). A1 - updated patient identifier. Device evaluated by MFR.: the device fg quantum maverick, mr 3.0mm x 8mm was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified on the hypotube shaft, 84cm distal to the distal end of the strain relief with multiple kinks present. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage and no kinks or damageson the shaft polymer extrusion. No other device issues were identified during returned product analysis.